Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-150mg/dl fasting. Verified the strips expire 2/28/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained e-2 error message twice. Reviewed meter memory (B)(6). The customer is concerned about the result of lo on 83 mg/dl on (B)(6) 2016 at 12:50 pm. The customer stated that the date and time are not properly set. The customer stated that he is a borderline diabetic and trying to get everything under control. The customer stated that he is on chemo trying to fight cancer. Customer was advised that the true result meter should not be used to test glucose on critically ill patients. The customer stated that he does not consider himself to be critically ill and will continue to use the trueresult meter.